Event description:
A premature infant rec'd overdose of intravenous nutritive fluid because of a defective infusion pump. Medical tubing descended from the intravenous bag to a three-way stopcock, which was hooked directly into the end of an infusion pump syringe. The stopcock was incorrectly positioned and closed the flow from the infusion pump to the pt. At the same time, the lines from the intravenous bag, which should have been clamped off at two locations to prevent direct flow to the pt, were open. The pump's alarm, which should have alerted the nursing staff to the problem, failed to sound. The infant rec'd an overdose of 150 ml rather than 3 ml per hour as ordered. Her blood sugar levels rose to hyperglycemic levels, with resulting seizures. Anti-seizure medication was ordered, but the nurse miscalculated the dosage and the infant rec'd an overdose causing cardiac arrest.